Event description:
It was reported that the ilet pump displayed repeated restart 38 alerts consistent with a motor stall and prevented completion of tubing fill with ¿unable to proceed,¿ which was resolved after guided troubleshooting that allowed the user to complete a supply change and see insulin drops; the highest reported glucose during the incident was 288 mg/dl, the out-of-range period was about one hour, the device alerted for high glucose, and glucose was corrected using the ilet. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included no health consequences or impact and no need for medical intervention or outside assistance. Investigation included communication with the user, analysis of information provided by the user, and assessment for device-related mechanical issues. Investigation of this case revealed a mechanical problem associated with a motor stall. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.